Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 05.000.008, synthes lot: 006791, suppliers lot: na, release to warehouse date: 26 june 2019, manufactured by: synthes monument. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service and repair evaluation: the customer reported that on unknown date the hand piece for battery powered driver needs repaired. The repair technician reported fast forward running low, reverse does not run, crack contact plate, discolor contact pin, discolor wire, rust on motor and debris on barriers. The cause of the issue is improper maintenance. The following parts were replaced: protector/shield, plate, power supply, cable & electrical. The item was repaired per the inspection sheet, passed synthes final inspection, and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed.

Event description:
It was reported that on unknown date the hand piece for battery powered driver needed repaired. It is unknown when the issue was observed. It is unknown if there is patient involvement. It is unknown if reports of injuries, medical intervention or prolonged hospitalization occurred.